Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012 due to use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt experienced a sudden cardiac arrest, injuries to the heart, pulmonary system and related injuries which are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.